Event description:
The customer reported diagnostic error "over pressure condition". The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) advised the customer that the bipap focus was no longer supported. The (rse) emailed discontinuance/end of life service bulletin, no other concerns for customer were reported.